Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., h.6.

Event description:
Healthcare provider reported rupture for an unknown side. Device has been explanted.

Manufacturer narrative:
This mw is being send to clarify the aware date g.3 of the previously submitted mw. The correct date is 04 mar 2021. Additional, changed, and/or corrected data: g1, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for an unknown side. Device remains implanted.